Event description:
It was reported that the device was explanted after an implant duration of approximately 72 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the patient required a redo tvr due to endocarditis and tricuspid stenosis. However, the valve was not explanted; only the leaflets were excised. Per the operative report of (B) (6) 2010, they "excised the mechanism of the previous valve, excising all of the leaflets and debriding the annulus...sutures were placed through the previous sewing ring of the old valve..."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.